Manufacturer narrative:
The evaluation of the device received by the failure analysis lab was completed on november 24, 2020. Device evaluation summary: during the visual examination of the device, a tear was observed on the anterior aspect measuring approximately 1 cm. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a mentor siltex round moderate profile 325cc saline prosthesis experienced left sided deflation post procedure. As a result, an explant was performed on (B)(6) 2020.